Manufacturer narrative:
(B)(4); batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that, during a laparoscopic colectomy, the blade broke outside of the patient's body. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.